Event description:
It was reported that post a left heart craterization procedure, the pt presented with elevated white blood cell counts. The pt underwent a left heart craterization procedure in which a 7f fr4 expo guide catheter was used. The pt presented the following day with elevated white blood cell counts. The pt was found to have a groin bleed at the entry site of the initial procedure. The pt was taken to surgery to fix the groin bleed. Post-surgery, the pt was monitored and the counts returned to normal. The pt is doing fine post-procedure.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.